Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The physician was inquiring if the right ventricular (rv) lead had fractured, however this was never confirmed by the field. No changes have been made and the ICD remains in service. No adverse patient effects were reported. No information regarding the rv lead was provided from the field.